Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump screen was "only showing four empty squares". They stated that they turned the pump off and back on without any resolution. They stated that they are not able to supplement the feeding with another feeding method. At that point they disconnected the call. Mmd did make multiple attempts to follow up with the initial reporter. During the first attempt, they stated that their healthcare provider did replace the pump, but that the second pump had the same issue. They stated they went to the hospital and were admitted. They provided no additional information and disconnected the call. During the second attempt, the initial reporter stated that they were discharged from the hospital, refused to provide any additional information and stated that they do not require tube feedings at all, and again disconnected the call. It is unclear what actually occurred. [(B)(4)].